Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein a second lead was implanted. Post-operatively, effective therapy was established. During the same surgery, the ipg was also explanted and replaced (see manufacturer report number 3006705815-2019-02636).